Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopy assisted proximal gastrectomy. The nurse connected the devices and the cartridge status indicator flashed. After the surgeon inserted the device through the trocar he could not open the jaws. They replaced the handle and the adapter and the same event occurred. The sales rep was able to successfully fire the device after the surgery and the adapter became end of life. The case was completed using another device. Patient status is alive, no injury.